Manufacturer narrative:
The reported events were dislodgment and a helix mechanism anomaly. The reported event of a helix mechanism anomaly was confirmed. As received, a complete lead was returned for analysis with the helix extended and stretched. X- ray imaging of the helix confirmed the helix was returned stretched. The helix mechanism test could not be performed due to the helix damaged as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant procedure, while positioning the right ventricular (rv) lead, the helix was difficult to extend. Once positioned, dislodgement of the right ventricular lead occurred. The physician did not test the helix prior to introducing the right ventricular lead into the body of the patient. The right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.